Manufacturer narrative:
The device was received for evaluation. A visual inspection was done which observed that the fill line (tubing) came apart (separated) from the bottom of the burette component. It was further noticed that there was a lack of solvent applied in this joint. Due to the nature of the defect, no functional testing could be performed. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system buretrol solution set disconnected below the drip chamber. This was identified out of the package, before spiking intravenous (IV) fluids. There was no patient involvement. No additional information is available.